Event description:
Revision surgery - in 2000, the surgeon implanted a press fit tibia, size 6. Due to the patient becoming unstable, the surgeon planned to do a poly swap to implant a thicker insert. During surgery, the surgeon decided to cement in a new tibia as he was concerned the poly may have loosened the tibia.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 13.6 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 1st complaint for this part number. The root cause for the instability was reported as wear. There is no information reported that showed a material, design, or manufacturing problem with the product.